Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition which did not lead to asystole for greater than 2 seconds. The lead was surgically abandoned and successfully replaced. The device was also replaced at the same time, in an effort to avoid an additional surgery in the future when it declared elective replacement indicator (eri). To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.